Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, implants removed due to the tibia side not bonding to cement resulting in revisions. Patient experienced pain.